Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient did not have a history of bladder infection but their new doctor thinks they have had a bladder infection and probably has residual. The patient stated when they tried to self-cath a couple of months ago they didn¿t get any residual. The patient confirmed both implants are on and they go in to the doctor to make sure they are working twice a year. The patient noted they were going to their doctor for the infection on the day of the report but they do not have a managing physician. The patient noted they had 2 devices currently implanted. No further complications were reported. [Reference regulatory report #3004209178-2017-12651 for related implantable neurostimulator].

Manufacturer narrative:
The other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: 2015-09-01 explanted: product type implantable neurostimulator product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't have a history of urinary tract infections (utis), noting they only had the recent one and one in (B)(6) 2016 due to them having a bad virus and diarrhea for two weeks. They had an issue of having two implants, but only one was registered. Their healthcare professional (hcp) wanted the patient to go on a three month self-catheter process. It was also noted that they were placed on antibiotics because they were retested on (B)(6) 2017 and still had uti symptoms.